Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during a visual inspection. The insulin pump passed the functional tests including the prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call being hospitalized due to swollen feet, which the customer stated may have been caused by unexplained high blood glucose levels. She complained of weakness, vomiting, diarrhea, and wooziness. The customer's blood glucose was 296 mg/dl. Her most recent blood glucose was 246 mg/dl. She treated her high blood glucose with manual injections and the insulin pump. The customer's doctor stated that the cause of the emergency room visit was peripheral edema. She was advised to keep her feet elevated and to follow up with her doctor. She also noted that her blood glucose ran low at one point. She stated that the drive support cap was flush during troubleshooting. She declined to check her settings and to do the high pressure test. She was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.